Manufacturer narrative:
The calibration and qc recovery were within an acceptable range. The root cause could not be determined with the provided data.

Manufacturer narrative:
This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable creatinine results for one patient from the cobas integra 400 plus. The initial result was 0.81 mg/dl. The repeat results were 0.98 mg/dl and 1.01 mg/dl. No questionable result was reported outside of the laboratory. The reagent lot number was 45588401. The expiration date was requested but was not provided.